Event description:
The event involved an unknown list number and unknown lot number. The reporter stated that the cl-cap that is sterile has a white substance around it. No further information was provide on this case. There was no patient involvement and unknown human, or adverse event reported

Manufacturer narrative:
A physical sample is not available however, a photo was provided on the event and is pending investigation.